Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap pro biflex device's sound abatement foam. The patient has alleged lung disease, copd. The manufacturer received that the patient has alleged felt like weight on chest and patient was hospitalized. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section, box b: adverse event or product problem, health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid in box h has been updated/corrected.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap pro biflex device's sound abatement foam. The patient has alleged lung disease, copd. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap pro biflex device's sound abatement foam. The patient has alleged lung disease, copd. Product investigation laboratory-initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Loud blower noise observed with vibration. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Blower noise and vibration from rubbing impellor. Possible plastic particles in airpath from rubbing blower impellor. Ui (user interface) knob missing. Sd cards cover missing. Air inlet filter missing. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement no foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination marks and consistent with being from an external source. In box a: age and gender has been updated. In box g: date received by mfg has been updated. In box h: problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.